Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle of one device did not retract all the way resulting in the phlebotomist receiving a needlestick injury on the left index finger. Post exposure testing and medical intervention took place, however, it was not reported to what extent. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: retraction issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle of one device did not retract all the way resulting in the phlebotomist receiving a needlestick injury on the left index finger. Post exposure testing and medical intervention took place, however, it was not reported to what extent. No adverse impact was reported regarding the patient or user.